Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient with this pacemaker experienced palpitations and presented to the clinic. An EKG was performed. It appeared that there was loss of capture and possible undersensing occurring. It is unknown if there was asystole > 2 seconds. Additional information has been requested. No adverse patient effects were reported. The device remains in service.